Manufacturer narrative:
(B)(4). Device retained by legal.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, when the device was activated, only two staples came out and they were not formed. The surgeon had to do extra dissection on rectum. Procedure completed with same/like device. There was no adverse consequence to the patient. No product is being returned (retained legal).

Manufacturer narrative:
(B)(4). Device is being retained. Incorrect device was sent back. The device involved in this event is being retained by the account.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.